Manufacturer narrative:
(B)(4). This complaint for program changed by device was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition.

Manufacturer narrative:
(B)(4). The device is not available for evaluation at this time. Should additional information become available, a follow-up report will be filed.

Event description:
The patient contacted baxter's technical service center regarding the machine having 6 cycles, which occurred on the homechoice pro (hcp) during use during drain 4 of 6. The patient stated that the hcp was on drain 4 of 6, but they did not perform 6 cycles. The patient was not connected at the time of the call. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the patient on (B)(6) 2011, regarding the report of the hcp having 6 cycles. The patient stated they could not determine what caused the hcp to have extra cycles. The patient stated the next time she performed therapy the machine performed the programmed number of cycles. The patient stated they have been continuing therapy on the cycler successfully since then. There was no patient injury or medical intervention reported.